Event description:
It was reported that during a procedure involving a intellanav mifi catheter and metriq tubing set, an unspecified error message appeared. The procedure could not be carried out normally after the catheter was opened due to an issue with the console. Because of this, the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual examination revealed no visual defects. The irrigation tubing set was installed into a test metriq irrigation pump. After approximately 15 seconds of purging all bubbles from the tubing at 60 ml/minute (purge flow rate), the pump was left running for 5 minutes at 2 ml/minute. No bubbles, occlusion, or communication warnings/alarms appeared on the pump's screen. The pump was increased to 30 ml/minute (ablation flow rate) for 5 minutes and measured approximately 150 ml of saline which is expected. No bubbles, occlusion, or communication warnings/alarms appeared on the pump's screen. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/dfu. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure involving a intellanav mifi catheter and metriq tubing set, an unspecified error message appeared. The procedure could not be carried out normally after the catheter was opened due to an issue with the console. Because of this, the procedure was cancelled. No patient complications were reported.